Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirting out during the prime process. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had scratches on the screen and random no delivery alarms. The customer also report the battery life diminished and insulin pump rejects batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. Basic occlusion test. Device failed prime test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. Device passed self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.